Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. The same sample was repeated on the same liat analyzer and generated a negative result for sars-cov-2. The same sample was repeated the next day on the same liat analyzer and generated a positive result for sars-cov-2. Results for influenza a and influenza b are unknown for the testings performed. The results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Although requested, raw data containing the alleged run information and the lot number of the alleged reagent kit could not be provided. Therefore, the exact root cause of the discrepant result for sars-cov-2 could not be determined. However, it is possible the sample is near the limit of detection (lod) of that assay and can have wavering results on retesting.